Event description:
Additional information received reported that at a later date, there was a problem found with the pump. It was also noted that it was unknown if the event was due to the pump or the catheter. A surgical revision was done. It was confirmed that patient had increase spasticity. Patient outcome was noted as non-serious injury and patient recovered without sequelae. The device was used to deliver gablofen.

Event description:
It was reported that the patient had increased spasticity since pump implant. There were no apparent volume discrepancies and or alarms noted. It was indicated that the patient would have trouble-shooting done for both pump and catheter. There was uncertainty if there was a catheter issue. A catheter dye study was performed and it appeared that dye was collecting in the pocket. A revision was scheduled for (B)(6) 2012; however the patient had a urinary tract infection (uti) so the revision would be rescheduled once the uti was clear. At the time of this report, the patient was alive and had no injury. The drug delivered via pump was lioresal. Additional information had been requested, but was not available as of the day of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008 product type catheter; product ID 8590-1, lot# n281658, implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
It was later reported that the pump and catheter were explanted on february 11, 2013. The patient had experienced poor efficacy since pump replacement on (B)(6) 2012. In addition, two dye studies were done with normal results and a catheter exploration was also normal. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly that could cause a leak within the portion of the catheter returned. There was a non-significant indent in the seal that did not affect infusion.